Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Medical device lot#: unknown. Device manufacture date: unknown. Results: based on the photo(s) received for this investigation, bd was able to confirm the customer¿s indicated issue. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. (B)(4).

Event description:
It was reported that a pharmacist noticed particle in the barrel of a 30 ml bd luer-lok¿ tip syringe. The foreign matter was found prior to use. No injury or medical interventions were reported.